Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's mother reported via phone call indicating that the customer experienced high blood glucose of 400 mg/dl. The mother did not mention any form of treatment. The customer called in about a broken belt clip and requested a new one to be shipped to them. The customer was sent a new belt clip.